Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units touchscreen isn't working. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, e2, e3, g2, g3, g6, h2, h10, h11. Corrected data: b5.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) units touchscreen isn't working. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. Recalibrated touch screen to resolve issue. Performed unit checkout. Unit passed all functional and safety testes. Cleared for clinical use.